Event description:
A surgeon reported that a female patient who received 10 cc's of calstrux (tcp putty) in conjunction with 3.5 mg of op-1 implant as part of a c1-c6 laminectomy, occiput to t1 fusion with internal fixation and bone graft for c1 through c4 osteomyelitis with epidural abscess and failed fusion c5 through c7 2006, experienced product migration and an epidural hematoma less than 24 hours after surgery. Testing included an MRI which demonstrated an epidural hematoma and cord compression at the c1-c2 level. The patient required re-operation for wound exploration, evacuation of the epidural hematoma and graft material, and a repeat occipital through t1 fusion with a left iliac crest bone graft and a bone bank bone graft. The surgeon suspects the events were due to premature discontinuation of the drain following the surgery. Concurrent illnesses include human immunodeficiency virus. Concomitant medications were not provided. Pre-surgical medications included antibiotics (not specified). Previous surgical history included an anterior cervical corpectomy of c6 with c5 to c7 fusion with internal fixation. Additional information will be requested.